Event description:
It was reported that after a routine supply change with an inset infusion set, the user experienced sustained hyperglycemia, including a measured blood glucose of 433 mg/dl, performed a full site and supply change, noted no visible issue at the prior site, and temporarily transitioned to subcutaneous insulin via pen with pump shutdown per guidance. Symptoms included hyperglycemia and anxiety. Outcomes included no lasting health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information to identify a device component implicated, and the medical device problem remained undetermined based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.